Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent to treat occlusive disease. It was reported a follow up computed tomography (CT) showed the patient had an occlusion in the main body stent. The physician elected to complete an aui fem-fem bypass to restore patency. The patient is reported to be well post procedure. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. A re-intervention was done on (B)(6) 2017 to correct the occlusion. Patient was doing well post op. Clinical was able to confirm the aorto-bi-iliac occlusion with preexisting aortic stenosis. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the aorto-bi-iliac occlusion was the preexisting occlusive disease and intentional user error due to the off label aorto-iliac anatomy. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.